Event description:
The facility reported to the service depot on 25 january 2010, a colleague infusion pump with had "fast flow". There was no adverse event, patient injury or medical intervention associated with this report. The customer stated that the "fast flow" reported condition was an overdelivery of greater than 5% which occurred during biomedical testing. The software version for this device is currently unknown.no additional information was available.

Manufacturer narrative:
(B)(4). The pump will be sent to baxter for an evaluation. A follow-up report will be submitted when the evaluation results or additional information becomes available.